Event description:
A malfunction alarm with code malf 16 was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to revert to multiple daily injections as a backup therapy while arranging for a replacement pump, confirming warranty status and shipping details. The customer was informed to allow the battery to deplete before returning the malfunctioning pump within 10 days using the provided pre-paid label and return box.